Manufacturer narrative:
The user facility who reported the incident did not request service. Evaluation of received ventilator logs was performed. The ventilator was used in nasal CPAP (continuous positive airway pressure) mode, which is for patients who can breathe spontaneously. The event log contains alarms for CPAP low in combination with alarms for leakage too high. Successful pre-use check was performed prior and after the event. The technical log does not contain any technical error codes indicating any ventilator malfunction at the time of the event. The generated alarms indicate a leakage situation. The first remedy according to the user¿s manual is to check the patient circuit. A patient circuit from another brand was used and it was noted that the circuit tube had a hole. Pictures were provided which confirms the damaged patient circuit. A large leakage with insufficient flow may lead to difficulties to maintain the set CPAP value. There is no indication of ventilator malfunction. The root cause of the event is an anomalous patient circuit.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that in nasal CPAP ventilation mode, the ventilator alarmed for leakage. There was no patient harm. Manufacturer's ref.: (B)(4).